Event description:
Diasorin molecular llc received a complaint alleging false positive results on two (2) patient samples with the simplexa covid-19 direct assay, but repeated as negative on the same assay 1-2 days later. The customer confirmed no patient results were reported to a diagnosing physician or clinician. No alleged harm occurred. Patient health information and sample collection method was not provided.

Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on two (2) patient samples with the simplexa covid-19 direct assay, but repeated as negative on the same assay 1-2 days later. Run analysis of the simplexa results on 10/7/2021 were as follows: - sample ID (B)(4): s gene (CT = 34.6), orf1ab (CT = 35.5). - sample ID (B)(4): s gene not detected, orf1ab (CT = 33.1). These samples were previously run on 10/6/21 and were negative. Based on the CT values in both samples being above 32 cts and one of the two samples only detecting the orf1ab target, it is likely these samples were at the limit of detection of the simplexa assay. The customer's device and suspected false positive samples were not provided for investigation. Batch record review showed the critical component, reaction mix mol4151, lot# us10487, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on 8/10/2021 with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time. This is the 3rd complaint on mol4150, lot# us10437 for suspected false positive results.